Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # 0800040000-2021-8014. Investigation summary: a complaint about a set being kinked was received from the customer. One sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. Three kinks were found on the set. One below the drip chamber, one below the pumping segment and one above the roller clamp. None of the kinks could be smoothed out. The set could not be primed as fluid could not pass through the drip chamber kink. A device history record review for model 2420-0007 lot number 21045699 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12apr2021. There was 1 quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the adapter tubing and drip chamber kink is an error in the packaging process. Solvent is added to both of these sites and if the set is coiled and packaged prior to this solvent drying, it can cause the kinks seen on the sample. The root cause for the roller clamp kink is the roller clamp. When too much force is applied when clamping it can kink or damage the tubing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp 20d 2ss cv tubing was kinked/defective and fluid could not be primed through. The following information was provided by the initial reporter: "rn tried to prime the bag of IV fluid, but the tubing was kinked and unusable. Defect in tubing is visible."